Event description:
Letter received from the patient relating that he is experiencing halos and glare at night after implantation of a multifocal intraocular lens 3 years ago. Lens remains implanted.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) associated with this report remains implanted. In follow-up with the patient's surgeon he stated the patient's visual acuity was 20/25 with some residual astigmatism at his last visit a year ago. In his opinion, the patient is unable to adjust to the multifocality of the iol and the lens is well centered and not defective. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related. Iol remains implanted.